Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a update to fields (b1 and h4) and to provide a correction to fields (d8 and d9). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to a defective instrument or a defect instrument cable. Furthermore, a user error cannot be ruled out. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: "wait for the completion of the data transfer which takes about 3 seconds. As soon as the data transfer is completed, the instrument name is displayed on the screen. Then the hf instrument can be activated." "This message is displayed when the universal socket was activated too early (within two seconds) after connecting the olympus instrument to the generator because the instrument recognition data readout process from the instrument internal memory chip is still in progress. The description of error handling in the message helps the user to solve the problem." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after removing the neutral electrode, a defect was found on the patient's left thigh measuring 1 to 1.5 cm. The following day, the size of the defect was 4 cm. During the entire procedure, the neutral electrode was lit "green." The defect was discovered after completion of a therapeutic total laparoscopic hysterectomy. After checking by the technician, damage to the cable was detected. The hospital follows this process during a procedure: first, they attach the electrode to the patient, then connect the cable, and finally, insert the cable into the generator. The cable was replaced. The customer further clarified that the patient sustained a second to third degree burn, which was treated with alugan and sterile dressing. A surgeon was called for consultation, and the wound was treated according to the recommendation. The duration of treatment could not be determined at this time. Any sequelae also could not be determined, but reportedly, a scar may remain. There were no reports of further patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).